Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for intractable spasticity. It was reported that the patient began to have a sharp pain where the catheter is in their spine, started to become flush, and showed signs of baclofen withdrawal/. The consumer reported that they think the catheter broke. No falls or trauma were reported. It was reported that the patient was hospitalized. The consumer also reported that the patient has the pump put in on (B)(6) 2018 and they had been titrating up for the last year with very little effect. A dye study was performed, but the results were unknown. The dose/concentrated was reported by the consumer to be "pretty low to space out the refills more." No further complications were reported.

Manufacturer narrative:
In follow up # 1 should have read: additional information was received from the consumer via the company representative. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported some pain at the catheter site on her back followed by a strange sensation in her legs, that have since resolved at the time of this report. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting included telemetry with a clinical programmer and dye study both done today showed no abnormalities. There were no actions or interventions taken to resolve the issue. It was unknown if the issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The pump was used to deliver gablofen 2000mcg/ml at 437.6 mcg/day. No further complications were reported or anticipated.